Event description:
Information was received indicating that during testing of a smiths medical level 1 h-1200 fast flow fluid warmer led lights were lighting up red. It was also reported that the power switch was observed to be going on and off making it difficult to power up. There was no patient involvement with no reported adverse effects.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection found it to be in fair condition with no physical condition. Device was powered on, an alarm sounded and could not be powered off. Installed known good test membrane switch and which device power off. This confirms the reported customer complaint as a result of a faulty membrane switch, which was then replaced. The problem source has been determined to be unknown.

Event description:
Ro 1058258: top led lights on the top lighting up red/power switch is going on and off difficult to power. Additional information received 9 april 2020: issue discovered during testing. No alarms observed. No patient involvement.